Event description:
According to the reporter, during the procedure, the ph capsule could not fit into the esophagus and bravo capsule was dropped into the stomach of the patient. The capsule was retrieved from the stomach using a mesh. A new device was used to complete the case without any complications, and hospitalization was not extended due to the event. The patient was prepped for the procedure and it is unknown if they were under anesthesia, follow-up information as been requested. The device was used in the patient and death or injury was not related to the device used. A repeat procedure was not necessary. Lubricant was not used to facilitate capsule placement. No other known adverse events were reported.

Manufacturer narrative:
This report is based on information from the complaint tracking system. No product was received at medtronic. This device has been used in the treatment or diagnosis of a patient. The customer reported that a bravo capsule failed to attach. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. No corrective action is required, because no failure mode was identified, since the product was not returned. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.